Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while treating a patient with chronic renal failure, it was discovered that the connector at the venous end of the catheter was cracked. It was also stated that there was excessive squeezing when connecting the blood circuit and the long-term catheter connector. It was replaced promptly as preliminary action. It caused a small amount of blood leakage and potential risk of infection. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three weeks after the device implanted, while treating a patient with chronic renal failure, it was discovered that the connector at the venous end of the catheter was cracked. It was also stated that there was excessive squeezing when connecting the blood circuit and the long-term catheter connector. There was nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. Hand tightening was the method utilized to tighten the adapters. No other products being utilized with the device. Iodine was the cleaning agent used on the device and it was typically utilized to clean the adapters. No ointment used. No other defects/damages found on the product. They only dismantled the connector of a new catheter and replaced promptly the connector of the reported product on the same day for repair (the patient did not accept due to long catheter replacement surgery) as intervention required to the patient due to the event and the treatment was completed. It caused a small amount of 2 to 5 milliliters blood leakage and potential risk of infection. Blood transfusion was not required. Blood culture was not per formed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, d6a, g3, h3, h6 (fdp, ime, imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, while treating a patient with chronic renal failure, it was discovered that the connector at the venous end of the catheter was cracked. It was also stated that there was excessive squeezing when connecting the blood circuit and the long-term catheter connector. There was nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. Hand tightening was the method utilized to tighten the adapters. No other products being utilized with the device. Iodine was the cleaning agent used on the device and it was typically utilized to clean the adapters. No ointment used. No other defects/damages found on the product. They only dismantled the connector of a new catheter and replaced promptly the connector of the reported product on the same day for repair (the patient did not accept due to long catheter replacement surgery) as intervention required to the patient due to the event and the treatment was completed. It caused a small amount of 2 to 5 milliliters blood leakage and potential risk of infection. Blood transfusion was not required. Blood culture was not performed. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned photo showed one connector which has cracked. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.